Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shut down. The pump was switched out for another cardiosave and the second pump also overheated and shut down. The second pump was then restarted with out a problem. This report is for the first pump in the event. The second pump is being reported in a separate report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, d4 (serial#), h6 (clinical and impact code).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shut down. The pump was switched out for another cardiosave and the second pump also overheated and shut down. The second pump was then restarted with out a problem. This report is for the first pump in the event. The second pump is being reported in a separate report. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pump overheated" and "shut down". The customer had also stated that the switched out pumps and the second cardiosave also got overheated and also shut down the unit. Then the customer had powered the pump 2 down and restarted the unit without a problem. There was patient involved during this incident and no patient harm reported. Despite gfes (good faith efforts) , no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.